Event description:
A hospital in (B)(6) reported to a distributor that the inspiratory limb of an rt105 adult inspiratory-heated breathing circuit could not be connected to a heater wire adaptor. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The rt105 adult inspiratory-heated breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the inspiratory limb of the complaint rt105 adult inspiratory-heated breathing circuit was returned to fisher & paykel healthcare (fph) in (B)(4) for inspection. A pin test was performed on the returned inspiratory limb to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be fully connected to the heater wire socket of the inspiratory limb, confirming the reported fault. Further inspection revealed that one of the inspiratory heater wire pins was split. A lot check revealed no other complaints of this nature for lot number 120123. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).